Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with hiccups caused by diaphragmatic stimulation. X-ray imaging found the atrial lead to be dislodged. The lead was successfully repositioned.